Event description:
It was reported that it was suspected that the device had been pacing at 20bpm, though review of the remote transmission indicated the device was pacing at 70bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.